Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges her heating pad caught fire and damaged her carpet. There was not a report of injury with this incident.